Event description:
The manufacturer became aware of an allegation of dreamstation 2 auto CPAP device no power.. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found that the device constantly reboot and the pca with burned. Error codes are found on the device. The device was routed to scrap.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.